Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Above rated burst pressure. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents. The instructions for use states: inflation in excess of the rated burst pressure (rbp) may cause the balloon to rupture. In this case, it could not be determined if inflating the balloon slightly above the rbp caused or contributed to balloon rupture. The investigation determined that the reported difficulties appear to be related to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a mildly calcified lesion in the distal femoral artery. An 8x40mm armada 35 balloon catheter was advanced; however, resistance with the anatomy was felt. The balloon ruptured at 18 atmospheres during the first inflation. The procedure was successfully completed with a non-abbott balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.